Event description:
It was reported to boston scientific corporation in 2009 that an injection gold probe was used during a colonoscopy procedure performed one day prior to event day. According to the complainant, during the procedure, the physician noticed that the gold at the end of the probe dislodged from the catheter. The fragment was retrieved. The procedure was completed with another injection gold probe. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device. If there is any further relevant info from that review, a supplemental medwatch will be filed.